Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced because of a system error 107. System error 105 was confirmed through a review of the event history log and caused by dislodged rear case screws jamming the motor. The failed motor assembly and cam shaft was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.